Manufacturer narrative:
Product event summary: analysis confirmed the programmer intermittently shut down when the rf (radio frequency) head cable was moved; the rf head cable insulation had a small puncture that caused programmer to shut down. Analysis also found the rf head failed uplink tests; the rf head cable was found out of electrical specification.

Event description:
It was reported the programmer had been intermittently shutting down in midst of turning it on or doing a device check while in a session. It turned off and even after turning it off and turning it back on, it did not respond. After awhile, it worked like there was no problem. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.